Event description:
End user reports the eyelets aren't polished, they feel "sharp." Causes him discomfort in his urethra.

Manufacturer narrative:
E.1: complainant street address:  19f w city center 7th ave complainant city: (B)(6) complainant state/province:  taguig complainant postal code: (B)(6) complainant phone: (B)(6) patient country:  philippines based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005471919.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005471919.

Event description:
To date no additional patient or event details have been received.